Manufacturer narrative:
Batch review performed on 30 december 2020: lot 1906872: (B)(4) items manufactured and released on 2-oct-2019. Expiration date: 2024-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in after 1 month from the primary surgery due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the insert and the surgery was completed successfully.